Event description:
Bioabsorbable screw reported to have broken during attempted use. Tip of screw stayed in bone tunnel. Remaining portion of screw was retrieved. Procedure was completed using a metal screw. Some lacerations of the tendon was reported as a result of it contacting the threads of the screw.